Event description:
Customer reported, he was unable to prime. The device was stuck in prime loop. Customer stated he device pushed 160 units of insulin through the cycling. Customer's blood glucose was 102 mg/dl. Customer used a pen to prime and it worked. Customer stated, the pump was detecting the reservoir and insulin kept coming out and no numbers on the screen. No further information reported.

Manufacturer narrative:
The insulin pump was received with detached end cap. The insulin pump was unable to verify unable to prime anomaly due to detached end cap. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.